Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an internal hemorrhoidal ligation, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that when the user opened the device, they observed that the trigger cord on the barrel was obviously loose [leads to unable to effectively deploy bands]. It was not used on the patient. User changed to a new ligator. The observation was made prior to patient contact so there was no patient impact.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was returned in a different state of deployment. The report could not be confirmed. A used device from the same lot number of that in the report was returned in a white plastic bag with an open box/tray from the lot number provided in the report. All kit components were included in the return, however none of the 6 bands were returned. A visual inspection of the trigger cord and barrel showed that no bands remained on the barrel and the trigger cord was no longer attached to the barrel. Due to the altered state of the device deployment, further evaluation was not possible for this report. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was returned in a different state of deployment, all of the bands had been deployed. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an internal hemorrhoidal ligation, the physician selected a cook 6 shooter saeed multi-band ligator. It was reported that when the user opened the device they observed that the trigger cord on the barrel was obviously loose [leads to unable to effectively deploy bands]. It was not used on the patient. User changed to a new ligator. The observation was made prior to patient contact so there was no patient impact.